Event description:
Procedure: sigmoid resection. According to the reporter: staples did not form properly for the distal transection of the colon. Another device was used and additional tissue was resected. No further problems were noted.

Manufacturer narrative:
Initial report sent to FDA on 06/30/2009.